Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The resolution is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.